Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The name, phone and email address of the initial reporter are not available/reported. Conclusion: the healthcare professional reported that during a mechanical thrombectomy procedure, the 5x33 embotrap ii revascularization device (et007533/18h131av) became kinked after it had been loaded into the microcatheter (unknown brand) inside the patient. As a result, the embotrap device became impeded in the microcatheter hub as a new embotrap was used and the replacement device worked without any issue. There was no report of patient harm and no procedural delay due to the reported event. It was confirmed that the device was stored and handled according to the instructions for use (IFU). There was no damage noted on the packaging of the device. The integrity of the inner sterile pouch was not compromised, and there was no application of excessive force used at any time. The embotrap device was returned for evaluation and analysis. The investigational finding is documented below. The returned 5x33 embotrap ii revascularization device underwent visual inspection in which the customer reported issue of device kinked was confirmed. The initial examination of the returned embotrap device identified deformation of the proximal struts (outer cage and inner channel) and confirmed deformation of the struts of multiple floating crown segments but there was no evidence of any strut fractures. The visual inspection also confirmed that the returned device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification such as the kinked struts on the floating crowns of segments 1, and kinked proximal struts of both outer cage and inner channel is indicative of excessive pushing of the device against resistance while in a partially expanded state. The embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od). The damage observed on the returned embotrap device is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device) or b) a constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the returned embotrap device and a sample rebar-18 microcatheter (medtronic). The returned device was advanced from the insertion tool into the lumen of the rebar-18 microcatheter with no noted resistance and successfully advanced forward through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 8mm. Advancement was unsuccessful at a gap greater than 8mm, i.e. Incorrectly seated. The complaint documented that the replacement embotrap device was successfully passed through the same microcatheter by the physician after the initial failure encountered by returned embotrap device indicates that the physician is aware of correctly seating the ptfe insertion tool in the microcatheter hub prior to deice delivery and it is unlikely that a permanent construction or occlusion existed in the microcatheter hub. The reported issue that the embotrap device became kinked after it had been loaded into the microcatheter was confirmed during the visual inspection of the device. The device insertion and delivery assessments did not confirm that the embotrap device was impeded in the microcatheter hub. The most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. The issues of impeded in microcatheter and device damage such as kink/bent are known potential failures associated with the use of the device. The instructions for use (IFU) states: ¿insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Confirm that the insertion tool is fully seated in the hub of the rhv before proceeding to advance the device. Advance the device until at least half of the shaft length has been inserted into the microcatheter, at which point the insertion tool may be removed.¿ the IFU also cautions: ¿do not use damaged or kinked devices. Do not advance the device through the microcatheter against significant resistance.¿ although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, the successful delivery/ deployment of the device through a rebar 18 microcatheter during evaluation of the returned embotrap product indicates that the most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. There is no indication that this complaint was as a result of a defect with the embotrap device. A review of manufacturing documentation associated with this lot (18h131av) confirmed that there were no issues with the assembly of the lot. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure, the 5x33 embotrap ii revascularization device (et007533/18h131av) became kinked after it had been loaded into the microcatheter (unknown brand) inside the patient. As a result, the embotrap device became impeded in the microcatheter hub. A new embotrap was used and the replacement device worked without any issue. There was no report of patient harm and no procedural delay due to the reported event. It was confirmed that the device was stored and handled according to the instructions for use (IFU). There was no damage noted on the packaging of the device. The integrity of the inner sterile pouch was not compromised, and there was no application of excessive force used at any time. The embotrap device was returned for evaluation and analysis. Based on the product investigation that began on january 30, 2019, this event meets the required criteria for mda reporting as a ¿malfunction.¿

Manufacturer narrative:
The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to correct the manufacture information in section g. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.